Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer biomed (B)(6) stated that cns device was experiencing "ssd access error". Additional information was not provided. On (B)(6) 2019 customer biomed (B)(6) reported cns device was now rebooting by itself. Device was sent to nka for evaluation and repair. The reported error could not be duplicated. No errors were observed. Device's hard drives were from 2015. Both hard drives were replaced as a preventative maintenance. Investigation conclusion: as the reported issue could not be duplicated, and no issues were observed at nka repair center, the root cause of the issue could not be determined. Device's operator manual requires user to reboot device on a regular basis to ensure optimal performance. Maintenance history for this device is not available. Additional device information: d11 & c2: the following devices were used in conjunction with the cns. No serial numbers provided. Bedside monitor: model: bsm-6301a; sn: unknown. Multiple patient receiver: model: org-9110a; sn: unknown. Transmitter: model: zm-530pa; sn: unknown. Transmitter: model: zm-531pa; sn: unknown.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was displaying an ssd access error and then patient tiles would randomly go blank and drop out one by one and then would come back up. Then on the following day another bme called in stating that the cns started rebooting. Nk techinical support explained that a ssd access error is an issue with the hdd and that it is most likely bad. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was displaying an ssd access error and then patient tiles would randomly go blank and drop out one by one and then would come back up. Then on the following day another bme called in stating that the cns started rebooting. Nk technical support explained that a ssd access error is an issue with the hdd and that it is most likely bad. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were used in conjunction with the cns. No serial numbers provided. Bedside monitor, model: bsm-6301a, sn: unknown. Multiple patient receiver, model: org-9110a, sn: unknown. Transmitter, model: zm-530pa, sn: unknown. Transmitter, model: zm-531pa, sn: unknown.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was displaying an ssd access error and then patient tiles would randomly go blank and drop out one by one and then would come back up. Then on the following day another bme called in stating that the cns started rebooting. Nk technical support explained that a ssd access error is an issue with the hdd and that it is most likely bad. No patient harm reported.